Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/15/2018 that on (B)(6) 2018 the sensor session stopped unexpectedly was reported. Data was provided for investigation. The complaint confirmation of the sensor session stopping unexpectedly was not confirmed. The probable cause could not be determined post investigation as no defect was found.